Event description:
It was reported that during pre-infusion flush a saline leak from a fissure was noted. The PICC was removed and replaced. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-08053 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-07925.